Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿the catheter was sheered and damaged. There were 3 different catheters used on one patient in the ICU. The following information was provided by the initial reporter: it was reported by the sales representative that the catheter tip was sheered, coiled/bent, and the catheter did not last long. (B)(6) 2021 emergency department had a catheter that the tip was sheered. (B)(6) 2021 ICU had to use 3 on one patient. 1st one the tip sheered, 2nd one the tip coiled/bent, and 3rd one though successful did not last long.